Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6) 2017. It was then stated that the patient's head became infected after the implantation of the device so it was explanted on (B)(6) 2017. There was not a greater than 50% reduction in symptoms. It was also stated that the cause and what troubleshooting was performed related to the event were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported there was an unknown cause of exudation in the electrode implants, and then the doctor planted the electrode three months ago. New leads were placed (B)(6) 2017 and the operation was completed. The issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID (B)(4) lot# va19u5a serial# implanted: explanted: (B)(6) 2017 product type lead product ID (B)(6) lot# va19u5a serial# implanted: explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type extension product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type extension if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that the issue was resolved following the device explant. No further complications are anticipated.